Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The sensor was inserted into the arm on (B)(6) 2019. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.